Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut but it didn't apply staples. The patient had a severe hemorrhage. In order to manage the problem, the surgeon had to use another pph01; he had to apply manual sutures and he had to perform a rectal packing. The patient needed a blood transfusion due to an acute anemia. The patient was in critical care. Another device was used to complete the procedure. Additional information being requested.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut and damaged firing trigger shroud. The analysis results showed that one device was received with the firing trigger handle broken off and missing; in addition, the safety was detached. The device was received with the washer uncut and with staple marks; there were only two staples present. No functional test was performed due to the condition of the device. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. While no conclusion could be reached as to how the device became damaged, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. No batch record review could be performed as no batch or lot number was provided.